Manufacturer narrative:
It was originally reported that one device experienced zoom disengaging during use; however, it was later determined that two devices experienced this issue. The second device was evaluated and the issue was confirmed; the device had broken/damaged electronical components. The device was repaired and returned to use.

Event description:
This report summarizes 2 malfunction events, where it was reported the zoom disengaged during use. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue was confirmed; there was a broken/damaged component. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the zoom disengaged during use. There was no patient involvement.